Event description:
The implant card was received and confirmed that the lead was replaced on (B)(6) 2012 due to lead discontinuity. Lead impedance following surgery was within normal limits with dc dc = 1.

Event description:
It was reported that the patient was admitted to the hospital for an increase in seizures. The seizure frequency was approximately four to six seizures per day. The treating physician believes the patient was admitted on (B)(6) 2012. The patient was kept overnight for observation, and the physician saw the patient at the hospital on (B)(6) 2012. The patient's device was checked and found to have high lead impedance. The vns device was then turned off. The physician suspects the patient was experiencing pseudoseizures. The surgeon's physician's assistant saw the patient on (B)(6) 2012 and advised him to keep vns off until he could be seen in office for potential battery change and revision. X-rays and CT were taken, both believed to have not showed any fracture or break. The patient already had a shunt revision planned (for unrelated reason to vns) and was told to call the surgeon to set an appointment. There was no mention of patient manipulation or trauma that is believed to have caused/contributed to the high impedance. Follow up was performed with the physician who found the high impedance, and she reported that she has only seen the patient once and she is unable to provide additional information. She is not sure if the patient has only exhibited pseudo seizures, but the patient had a seizure in the hospital (as reported) and it was believed to be a pseudo seizure. She reported that she does not have the patient's medical history to answer these questions and it may be more applicable to contact the patient's previously treating physician. The mother was concerned that the vns was not working as well for the patient (with regards to his seizure control) as previously. Attempts for additional information from the patient¿s previously treating physician have been unsuccessful. The office reported that they were unable to provide additional information. The patient had lead revision surgery on (B)(6) 2012. The generator was not replaced. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
Generator replacement is not being taken at this time.